Event description:
Prior to pt connection to the anesthesia machine, customer reportedly noted an increased level of co2. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.